Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Event description was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the black screen could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the scope socket was in fair condition, the olympus lamp life was at200+ hours and measured within specification, air pressured measured with specs. The on/stby buttons of the air pump functioned accordingly without issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, the screen went black and unable to turn off irrigation on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.